Event description:
Hcp reported the patient had a fall and a few days later noticed increased pain and withdrawal symptoms. The hcp stated the patient fell and the area over the pump was affected. No specific withdrawal symptoms were reported. A roller study was performed and the roller mechanism turned. The hcp was able to aspirate csf and with no issues. No additional information on patient symptoms or outcome were available at the time of this report. A follow up report will be sent when additional information is received.